Event description:
It was reported that during setup/inspection for use, the gastrointestinal videoscope exhibited image noise. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) medical center. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise is due to a damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.